Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter saccular abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19.6 mm in diameter at the renal arteries with calcification. It was reported that there was a delay in the releasing of the stent apices and the physician had difficulties during the removal of the delivery catheter. After the apices were released, it appeared that two of the proximal stents did not release from the spindle. The two apices released when the physician advanced the catheter to re-capture the nose cone. The physician felt resistance during the advancing of the delivery catheter for the recapturing of the nose cone. The physician then pushed a little harder and was able to bring the nosecone back to the delivery sheath however they were not completely rejoined. The physician continued on with the removal of the delivery catheter and when the delivery catheter reached the edge of another manufacturer's sheath the delivery catheter was stuck in the other manufacturer's sheath. The delivery catheter could not be advanced or withdrawn. A reliant balloon was advanced up the contralateral side and inflated in order to keep the stent graft stationary. The physician removed the sheath and the delivery catheter as one unit. After the delivery catheter and sheath were removed from the patient, further attempts to remove the delivery catheter from the sheath and the back end of the sheath separated. No clinical sequelae were reported and the patient is fine. Films were received and reviewed as follows: the patient's anatomy and interaction with other manufacturers sheath may have contributed to this event. The aortic neck is 46mm in length and described as narrow 18.5 - 19.5 mm diameter with calcification. The distal aorta was described as small 18 mm in diameter. The iliac arteries were straight and narrow and severely calcified. The delivery system was returned and its evaluation has been completed. The 18f sheath was returned with the device. The sheath tubing and sideport were returned disassembled from the luer. The luer was returned stuck to tapered tip of the delivery system. The slider handle was retracted 3 cm. The tip was not reseated into the graft cover and there was 2.7 cm gap. The spindle was fully captured into the sleeve. There was damage to the spiral cut below the spindle. The marker band was damaged, most likely due to contact with calcification. There was deformation damage to the sheath at 1cm from the edge of the graft cover and at 6 cm. The silicone seal from the other manufacturer's sheath was pulled out of its position and was protruding through the sheath luer cap and jamming the taper tip. During evaluation, the sheath was cut at the cap. It was observed that bottom edge over-mold of the taper tip was damaged and flared. The taper tip was not able to pass through the cap because of this flared edge. The taper tip of the other manufacturer's sheath was deformed. The delivery system taper tip was stuck in the luer cap of the introducer sheath. There was damage to the base of the taper tip where the edge was flared causing the taper tip not to clear the cap of the sheath. Evaluation of the device determined no manufacturing issues contributing to this complaint. The cause of the flare damage to the taper tip could not be conclusively determined. Vessel anatomy and or incompatibility with the other manufacturer's sheath might have been a factor, but not confirmed.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulty, deployment difficulty), patient's condition affected effectiveness of device (narrow and calcified aortic neck), caused by another drug/device (delivery system interaction with another manufacturer's sheath). Conclusion: device failure/lack of effectiveness related to patient condition (narrow and calcified aortic neck), another device caused failure (delivery system interaction with another manufacturer's sheath).